Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, reportedly the tip of the impactor for pfna blade broke off. The distal tip of the impactor was engaged into the blade. At time of insertion, the impactor broke at the engaged end of the blade. The broken piece was not found and is suspected to be still locked into the blade. It was reported the surgeon was applying force at the time to lock the blade. The nail was a prophylactic case due to the patient having a proximal femur tumor. No further information was provided. This is 1 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment, not diagnosis.the results of the additional evaluation are as follows: the investigation has shown that the tip is indeed broken off. Also the weld of the hammering anvil is broken off and got slightly detached from the blue handle. Hammer marks are clearly visible on the top of the impactor. We do suppose that far too much mechanical force was applied and caused an overload situation which has lead to these damages. The manufacturing records were reviewed and no complaint related issues were found, the instrument conforms to the specifications at the time of manufacturing. No product fault could be detected.(B)(4)